Event description:
The bronchial cuff on a left endobronchial tube was stuck to the body of the tube as they tried to inflate the cuff at pretest. No pt injury. Found prior to pre-test. (Not able to confirm the complaint as the actual sample showed no defect upon arrival at MFR site for evaluation.)